Manufacturer narrative:
(B)(4). Follow up for device evaluation one sample was received in an opened blister package and visually inspected. The needle hub contained embedded brown specks, and no other defects were observed. A photo was provided showing the received sample. The probable root cause is related to the molding process, where degraded resin can occur during injection mold start-up or intermittently during production. This material builds up in the mold and press system and may break loose, becoming embedded in molded components. Additionally, a device history record review was completed for lot number 4108498, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 21x1-1/2 rb tw had foreign matter. The following information was provided by the initial reporter: it was reported that we would like to inform you that we have been informed by our customer that there are ochre-coloured ¿crumbs¿ in the green area shown. (See picture).